Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient was in for a routine follow up CT noting the aneurysm was 11 cm in diameter. The stent graft had migrated distally resulting in a proximal type I endoleak due to progressive disease and infrarenal aortic dilatation. The aorta under the lowest renal was 33 mm in diameter and 1 cm down it was 40 mm in diameter. The patient had their devices explanted. The explant went smoothly. No additional clinical sequelae were reported and the patient is fine. A review of several returned still cta images confirmed that the device was positioned near the top of the sac. Films post-implant were not provided, but it appeared that the device had migrated. There was also a probable proximal type I endoleak observed, likely caused by the reported neck dilatation.

Manufacturer narrative:
(B)(4). Evaluation method: (film evaluation). Results and conclusion: (migration, endoleak, surgical conversion to open repair). (Anatomy related; disease progression).

Event description:
Evaluation summary: the devices were explanted during surgical conversion due to aaa expansion caused by disease progression. Details of the aneurysm morphology at implant and patient follow-ups were not provided. It was recently reported at a routine follow-up (42 months) that the aneurysm was found to have expanded to 11 cm in diameter. The stent graft had migrated distally resulting in a proximal type I endoleak due to disease progression with infrarenal aortic neck dilatation. CT showed that the aortic neck diameter just below the lowest renal was 33 mm, and 1 cm below the renal was 40 mm. The decision was made to explant the stent graft during open repair. No stent graft issues were reported during the explant; the patient was successfully converted. From the examination of the returned device and clinical information provided, the likely cause of the stent graft migration, leading to the proximal type I endoleak and aaa expansion, was due to disease progression from aortic neck dilatation. The device was returned with both limbs transected just below the flow divider. A 3-stent ring length section of the contra limb was also returned. However, the majority of the ipsilateral limb and the distal stent of the contra limb were not returned, thereby limiting the extent of the evaluation. Two fabric tears, 3.0 mm and 3.5 mm in length, were observed between springs 1 - 2 of the bifurcate aortic body. The cause of these tears appears to be crease fatigue and abrasion from the underlying connecting bar. A 2.0 mm length abrasion related tear was also observed near the distal end of the contralateral limb. Although it is possible that these tears contributed to the aaa expansion, no endoleak was reported in this area, and the tears appeared "covered" by thrombus/ tissue in the as-received condition. No other device integrity issues were observed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.